Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they were hospitalized due to stroke and high blood glucose level on (B)(6) 2018 with blood glucose of 390 mg/dl and over 700 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as slurred speech dizzy and confusion. Customer was treated with intensive care unit and feeding tube. Troubleshooting was not performed for high blood glucose. The insulin pump will not be returned for analysis.